Event description:
An operating room manager reported the site's spine clamp driver is getting worn down and a replacement is needed. There is no specific failure and the tool is still functional. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
No pt was present. Device lot number is not available at the time of this report. Device manufacture date is dependent on the lot number, and not available at this time. MFR has not received the suspect device for eval.